Manufacturer narrative:
The customer reported that the multigas unit was not providing gas readings during a case. The customer also reported that the unit did not display any type of error message when the issue initially occurred. No harm or injury was reported. The customer will be sending the unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit was not providing gas readings during a case.

Manufacturer narrative:
Details of complaint: the customer reported the multigas unit did not provide a reading. Customer was unwilling to perform troubleshooting steps and requested an exchange unit. No patient harm was reported. Service requested / performed: exchange / evaluation: nka's repair center evaluated the device on 05/05/2020. The reported issue could not be duplicated. A double-check was performed on 05/06/2020. No problems were found. The multigas device performance is dependent upon the appropriate connection of the air tubes, connectors, and water trap. Since the exact setup could not be replicated in the laboratory environment, the root cause of the reported issue could not be confirmed or determined. No issues found with the unit. Investigation summary: the overall risk score is medium. The root cause of the reported issue could not be determined. Based on sop07-003, no CAPA is required as the quality event does not warrant a corrective action. The following fields are not applicable (na) to the MDR report: d4 lot # & expiration date g4 device bla number the following fields contain no information (ni), as attempts to obtain information were made, but not provided: additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The customer reported that the multigas unit was not providing gas readings during a case.